Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of two(2) fast-fix 360 passed to suture the medial meniscus and at the time of the second shot the t2 implant did not slide through the needle and remained outside the meniscus causing a false stitch. All the ts were removed with arthroscopic forceps. The procedure was completed with a 20-minute surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed both devices were each received in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were not returned, the actuator is in the pre-t2 position. Bio debris is present. Device two, the t1, t2, and suture were not returned, the actuator is in the pre-t2 position. The depth straw has signs of use. Bio debris is present. A functional evaluation was performed on the returned device and found device one cycled as intended. Device two cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 implant of the fast-fix 360 passed to suture the medial meniscus and at the time of the second shot the t2 implant did not slide through the needle and remained outside the meniscus causing a false stitch. All the ts were removed with arthroscopic forceps. The procedure was completed with a 20-minute surgical delay using a back-up device. No further complications were reported

Manufacturer narrative:
Internal complaint reference (B)(4).